Manufacturer narrative:
Product complaint: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The distal femur was articulating with parts of the hinge bearing assembly so scratching of that component was present and the hinge poly bearing was grossly worn out, and metal post in that hinge bearing was disarticulated from the actual hinge poly. Metallosis present in the joint.

Manufacturer narrative:
(B)(4). Follow-up information has been received indicating that this product has not been revised and is not the subject of the reported serious injury of distal femur was articulating with parts of the hinge bearing assembly so scratching of that component was present and the hinge poly bearing was grossly worn out, and metal post in that hinge bearing was disarticulated from the actual hinge poly. Metalosis present in the joint caused by this articulation.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. Worn out hinge bearing assembly. Doi: (B)(6) 2006. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.